Event description:
It was reported that during a programming session a single bolus dose of 500mcg over 30 minutes was programmed instead of the intended 0.5mcg. The patient experienced overdose symptoms of numbness, decreased leg movement and abnormal vital signs. The patient was in the clinic and was started on a narcan drip. The report indicated that follow-up vital signs were stable and the hcp was planning to keep the patient for observation and continue the narcan drip. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.